Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following a vibratory alert, patient's device was found in backup vvi due to event queue overflow. The issue was resolved by reprogramming the device. The patient experienced no adverse health consequences.